Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred at the hansen port. As blood went through the streamlines, blood leaked from the dialyzer which immediately stopped the blood pump. Blood from the arterial line was retuned back to the patient only. Estimated blood loss was less than 25cc. Additional attempts have been made to contact the customer regarding patient information, however no additional information has been received.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.